Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data confirmed hyperglycemia on the reported event date. Review of device data showed inconsistent use of the device on the days leading up to the event. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by the user removing the ilet and not resorting to an appropriate back up therapy method. Having device volume set to off and cgm alerts turned off contributed to this event.

Event description:
On 10/21/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 10/18/24. The user had been removing the ilet nightly to charge it, despite being advised not to do so by the cds. The cds recommended the user return to multiple daily injections (mdi) until retraining due to improper use of the ilet system. The user's bg levels remained high for over 6 hours, with levels exceeding 300 mg/dl for more than 90 minutes, and ketone testing revealed large ketones. The user took shots to correct the high blood glucose. Symptoms included excessive thirst and frequent urination. On (B)(6) 2024 the user was assisted to the ER by their mother. IV insulin was administered, and the user was released later that night. The user resumed using the ilet system after the event.